Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 350 mg/dl. The customer changed the site and resumed insulin delivery. As the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.